Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested, but not received, the da vinci product with the customer reported issue to perform failure analysis. A review of a customer provided image of the fenestrated bipolar forceps instrument associated with the complaint was performed by an isi failure analysis engineer (fae) and the following additional information was provided: the image appeared to show damage to the instrument's conductor wire insulation, and as a result, the underlying wire is exposed. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that the fenestrated bipolar forceps instrument was observed to have the black wire "unsheathed". There was no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley location. There was no material missing and the conductor wires were exposed. The instrument passed the electrical continuity. There were no signs of thermal damage. The complaint was confirmed by failure analysis.